Event description:
It was reported that "the bed frame broke and the solid bars that attach to the sides broke underneath the bed frame."

Manufacturer narrative:
It was reported that "the bed frame broke and the solid bars that attach to the sides broke underneath the bed frame. Stated that the weld on the cross bar of the head section is broken along with the head motor". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.